Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited low impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.